Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a burst is confirmed and was determined to be use related. One 10 fr dual lumen leonard catheter was returned for evaluation. An initial visual observation showed the catheter was returned in two segments. Blood residue was observed on and within both segments. A large longitudinal split was observed in the extension leg of the white lumen, just proximal to the bifurcation. Some tensile weakness was observed around the observed split and what appeared to be dried blood residue was felt within the catheter segments during tactile evaluation. Both lumens of both catheter segments were flushed and pressurized with a 12 ml syringe of water. Both lumens of each segment were observed to be patent to infusion and aspiration; however some resistance was felt during flushing, which was most-likely caused by the blood residue. A spraying leak was observed emanating from the split in the extension leg of the white lumen. A microscopic observation revealed the longitudinal split in the extension tubing of the white lumen was slightly curved. The fracture surfaces of the split were observed to be angled and granular in texture, which is typically seen in burst failures caused by over-pressurization. The nursing procedure manual can be found online at www.bardaccess.com and provides the following guidance: ¿do not use a syringe smaller than 10ml to flush or confirm patency. Patency should be assessed with a 10ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the does. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes.¿ the nursing procedure manual also provides guidance for re-establishing catheter patency in the event the catheter becomes occluded or resistance is felt during flushing. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of huas1223 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line burst while flushing with saline. No other information was provided. There was no reported patient injury.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. . A lot history review (lhr) of huas1223 showed no other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported that the line burst while flushing with saline. No other information was provided. There was no reported patient injury.